Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an IV tubing broke and leaked after the patient's IV pole hit a wheelchair during an infusion of carboplatin 20 ml/hr.; the pump came off of the pole and fell to the ground leaking some carboplatin onto the floor and the patient's footwear. The patient's footwear was rinsed and sent home with her; there was no patient harm.